Event description:
Customer reported a malfunction with the pump, displaying a malfunction code 16. There was no reported adverse impact to customer's blood glucose level. The pump malfunction persisted even after an attempted reset, so the customer was assisted by technical support in resetting the pump. Eventually, the decision was made to replace the pump. In the meantime, the customer opted for multiple daily injections (mdi) as a backup insulin therapy. They were also instructed on how to put the malfunctioning pump into storage mode and return it with the provided pre-paid label.